Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient never experienced any the conditions prior to undergoing the essure procedure. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss"). At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain, abdominal pain, dyspareunia and alopecia had not resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms, but was unable to resolve her symptoms. As per medical records the insertion date was updated from (B)(6) 2010. Insertion details: 8 trailing coils on the left side, 8 trailing coils on the right side. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-may-2021: medical record received: reporter information and reporter comment were added. Insertion date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient never experienced any the conditions prior to undergoing the essure procedure. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss"). At the time of the report, the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, dyspareunia and alopecia had not resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms, but was unable to resolve her symptoms. As per medical records the insertion date was updated from (B)(6) 2010 to (B)(6) 2010. Insertion details: 8 trailing coils on the left side, 8 trailing coils on the right side. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.